Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated the patients weight at the time of the event. No further complications were reported or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2.5 mg/ml at 0.0162 mg/ml/ via an implantable infusion pump. It was reported that the catheter was kinked potentially causing the patient to be underdosed. There were no environmental/external/patient factors that may have led or contributed to the issue. The kinked sections of the catheter were cut out and the issue was reported to be resolved. It was noted that the removed catheter sections were discarded by the hospital. No further complications have been reported as a result of this event.